Event description:
Caller reported a false negative urine hcg result vs positive on ultrasound. Patient's urine was tested and they got a negative result. Ultrasound was done on the patient and it showed patient is pregnant. The same urine sample was tested again and they got a negative (-) however, the third test gave a positive (+). This incident occurred about two or three weeks ago. Patient sample was not saved. Customer is not sure of: the frequency of control runs and not sure if control was run on the test device; and does not know how far along the patient's pregnancy is. "C" line was fine. Customer was using several boxes and was unsure of which lot was used and therefore reported three different lot numbers. The other two lot numbers have been reported on separate medwatch reports.

Manufacturer narrative:
Control: 215miu/ml hcg urine control lot: hcg110328-01, 100miu/ml hcg urine control lot: hcg110307-01, 224.5iu/ml hcg urine control lot: hcg110421-01. Summary of results: the retention devices meet qc specification, details as below: correct positive result were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 224.5iu/ml hcg urine control yielded clearly positively results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specification. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.